Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the highly calcified, highly tortuous, very tight left circumflex coronary artery. The ht pilot guide wire was advanced through the lesion, and several balloons were advanced on the guide wire. Although no resistance was noted, the lesion was very tight and the guide wire separated about 40mm from the distal end. Several attempts were made to snare the distal portion of the guide wire, but the vessel may have seized and the snares could not cross the lesion. The patient was sent for surgery to retrieve the distal portion of the guide wire. No additional information was provided.